Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's insulin pump was powered off. The customer¿s blood glucose level was 258 mg/dl at the time of the incident. Customer did receive message about not being able to find transmitter. The insulin pump will not be returned for analysis.